Event description:
It was reported that the user experienced low glucose while using the ilet with a dexcom g7, with sensor readings trending from 79 to 67 during the call, a contemporaneous manual fingerstick of 102, and recovery to 80 by the end of the call after consuming ice cream; no device alerts or alarms were noted, and troubleshooting and education were completed. Symptoms included hypoglycemia. Outcomes included correction with oral carbohydrate and no hospitalization. Investigation included review of user-reported glucose data, confirmation of treatment actions taken, and assessment for device alarms or malfunctions. Investigation of this case revealed no device malfunction and discordance between sensor and fingerstick values consistent with known continuous glucose monitor variability, with user stress noted. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.